Event description:
Description of event according to study (B)(4): zenith alpha thoracic post market retrospective study). An unknown type of endoleak was reported 1 day post-procedure, that was again present on imaging 219 days post-procedure. On (B)(6) 2020, the patient was routinely treated for a penetrating aortic ulcer with placement of a zta-pt-36-32-161. A pre-procedure carotid-carotid bypass was performed on (B)(6) 2020. Study procedure imaging revealed patent device, no endoleak, and no device issues. Imaging on (B)(6) 2020 revealed patent device, no evidence of thrombus, no device issues, and an unknown type of endoleak. An unscheduled visit occurred on (B)(6) 2021, with pre-visit imaging on (B)(6) 2021 that revealed patent device, thrombus within the device, no device issues, and no endoleaks. The 6-month follow-up imaging on (B)(6) 2021 revealed patent device, thrombus within the device, no device issues, and an unknown type of endoleak. An adverse event was entered for 05aug2021 for arterial thrombosis distal to the study stent, noted as related to pre-existing condition and patient anatomy, with note ¿patient has peripheral artery disease and many previous lower limb operations.¿ no treatment was provided. Additional information provided: ¿during follow up the patient mentioned pain after 200m walking, the abi was lower that in discharge and there was no perfusion in superficial femoral and popliteal-p2 segment arteries in the dupplex ultrasound.¿ patient outcome: the endoleak has not been treated. No visits or events have been entered past the 6-month follow-up.

Manufacturer narrative:
Manufacturers ref#: (B)(4). The event is considered reportable 26mar2025 due to additional information received 24mar2025 stating that ¿it is either ia or ii endoleak from the left subclavian artery which is still not occluded.¿ the investigation team assess that the endoleak is possible a type ia endoleak, why the event is considered reportable. G4) similar to device marketed under PMA/510(k): p140016. Investigation is still in progress. This report is required by the FDA under 21cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Manufacturer narrative:
Manufacturer¿s ref# (B)(4). H6) f28- no code available for no treatment performed. Investigation is still in progress. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
No additional information regarding the patient and/or event has been received since the previous medwatch report was sent.

Event description:
No additional information regarding the patient and/or event has been received since the previous medwatch report was sent.

Manufacturer narrative:
Manufacturer¿s ref# (B)(4) summary of investigational findings: on (B)(6) 2020, the patient was routinely treated for a penetrating aortic ulcer (pau) with placement of a zta-pt-36-32-161 (complaint device). A pre-procedure carotid-carotid bypass was performed on (B)(6) 2020. Study procedure imaging revealed patent device, no endoleak, and no device issues. Imaging on (B)(6) 2020 (1 day's post-procedure) revealed patent device, no evidence of thrombus, no device issues, and an unknown type of endoleak. An unscheduled visit occurred on (B)(6) 2021, with pre-visit imaging on (B)(6) 2021 that revealed patent device, thrombus within the device (related complaint), no device issues, and no endoleaks. The 6-month follow-up imaging on (B)(6) 2021 revealed patent device, thrombus within the device (related complaint), no device issues, and an unknown type of endoleak. An adverse event was entered for 05aug2021 for arterial thrombosis distal to the study stent, noted as related to pre-existing condition and patient anatomy, with note ¿patient has peripheral artery disease and many previous lower limb operations.¿ no treatment was provided. From the patient study it is reported that the proximal seal zone was in zone 2 and had a planned length of 10 mm. In relation to the endoleak being of ¿unknown¿ type the site has elaborated that ¿it is either ia or ii from the lsa which is still not occluded.¿ since the planned sealing zone was only 10 mm in length the reported unknown endoleak is type 1a. This complaint handles the unknown endoleak (considered a type 1a) reported at the 6-month follow-up. Note that the unknown endoleak observed on imaging one day post-procedure is not considered a complaint, as it occurred shortly after the intervention and resolved without reported treatment by the next follow-up. It is therefore likely attributable to a combination of the anticoagulant effect of the medication administered during the procedure and the limited time available for the device and vessel to conform and seal properly. Review of the device history record gave no indication of the device being produced out of specification. Review of the IFU found that short fixation zones <20mm are a key anatomic element that may affect successful exclusion of the thoracic aneurysm or ulcer. The IFU state that the zenith alpha thoracic endovascular graft is indicated for the endovascular treatment of patients having vascular morphology suitable for endovascular repair, including nonaneurysmal aortic segments (fixation sites) proximal and distal to the thoracic aneurysm or ulcer with a length of at least 20 mm. Based on the reported information (no imaging was provided) a definite cause for the reported unknown endoleak (considered type 1a) could not be determined but it is determined likely that the short proximal fixation site could have contributed to the endoleak. The planned length of the proximal fixation site is considered off-label as it contradicts with the indications for use of the IFU. This event happened in december 2020 but cook was only made aware on 17feb2025 as part of a clinical post market study where the data have been collected retrospectively. Cook medical will continue to monitor for similar events. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.